Manufacturer narrative:
Unit passed selftest and displacement test. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer also reported that the fill cannula was recorded in daily history. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.